Event description:
The hcp reported the pt was hospitalized after a pocket fill of 19 mls of dilaudid/bupivicaine 8 mg/ml during refil. The hcp reported that a template was used during refil. The error was noted immediately and the pt was transported by ambulance to the hosp. The pt was noted to be dizzy but coherent. The pt was stable and was being monitored at the hosp. A follow-up report will sent if additional info becomes available to the co.